Event description:
It was reported that at follow up, it was noted that the patient had received inappropriate therapy due to t wave oversensing a decrease in the r wave was also noted. The device was reprogrammed.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement ot the reporting criteria going forward.